Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics-3d european post-market observational study on (B)(6) 2017. 5 months prior to the biomimics 3d index procedure the patient had undergone peripheral vascular intervention (percutaneous transluminal angioplasty (pta) balloon or dcb/deb and stent/stent graft) in the right iliac/sfa/popliteal arteries including the target lesion ((B)(6) 2017). At index procedure ((B)(6) 2017), the patient presented with a non-healing wound on the target limb (diabetic foot), rutherford 5 symptoms, and a restenotic occlusion located in the distal right popliteal artery (pa). The target lesion had a 4.0 mm reference vessel diameter (proximal and distal), 60 mm in length, 100% stenosed, and with grade 4 calcification. Pre-dilatation was performed using a 4.0 x 80 mm pta balloon in addition to atherectomy. A 5.0 x 60 mm biomimics 3d stent was implanted. Post-dilatation was performed using a 5.0 x 80 mm pta balloon. On (B)(6) 2017 the patient presented with an occlusion in the target lesion and percutaneous intervention was performed (pta and stenting). On (B)(6) 2018 the patient presented with sepsis (worsening pre-existing condition) in the treated limb due to diabetic foot syndrome. On (B)(6) 2018 restenosis of the treated segment (target lesion) was identified. On (B)(6) 2018 percutaneous intervention was performed in the target lesion (pta). On (B)(6) 2018 the event was reported as resolved with sequelae. The device remains implanted.